Event description:
It was reported by service report that the brakes will not stay engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: linkage needed to be cleaned, lubricated, and adjusted.